Event description:
The core impaction drill was sent for eval because it started leaking fluid during a procedure. Another device was used to complete the procedure without any clinically significant procedure delay. No adverse event was associated with the device; no contamination of the surgical site was reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.